Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-01. It was reported that the cause of the high impedances and charging more frequently was not determined. It was unknown if the issues were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too often; charging frequency had increased since they were programmed on hd settings in march of 2017. The representative ran impedances and discovered that 5 was greater than 10,000 ohms; therapy impedance was greater than 4000 ohms. The patient was programmed on 5. The representative was informed that maybe the patient had to have the amplitude up to 9.5 volts. They changed to a different bipole pair and ran recharge interval with 3v, 90pw, 1000 rate, 1519 ohms and reviewed that it took 8-10 days from full to empty. The representative sent the patient home with the new programming to see how they did with that. No symptoms or further complications reported.